Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020. Upon investigation, the implantable cardioverter-defibrillator cannot be interrogated. It was assumed the device was end-of-life (eol). The patient presented for a generator change on (B)(6) 2020. Prior to procedure, the device was still unable to be interrogated. Further investigation noted a check on merlin.net from 1/22/2019 showed the battery had 3.7 years. The device was explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received noted that the device was also unable to pace. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. A device evaluation was performed, and no sources of high current were noted. The patient notifier was tested and functioned as programmed. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in(B)(6) 2016. The pacing output was monitored after the device was externally powered; the output was found to be normal. The lv output failure observed in the field was consistent with low battery voltage and is not considered anomalous.